Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 351.16j; lot: 9253479; manufacturing site: bettlach; release to warehouse date: december 18, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Service and repair evaluation: the customer reported that device had an interaction issue and was found broken after inspection. The repair technician reported the device required further repairs due to faded etch. Unreadable etch is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the device was returned assembled. The device was found to be missing one of the chuck pin/screw. The etchings on the instrument are also faded. This complaint is confirmed. The received condition does not agree with the complaint description and is confirmed. Dimensional inspection: dimensional inspection of the missing set screw could not be performed and dimensional inspection is not relevant to the condition of faded etch document/specification review the following drawing was reviewed: connector assembly a device history review, was performed for the returned instrument¿s lot number, no nonconformance reports (ncrs) and no material report reviews (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Raw material review: the raw material could not be performed as only top level of the device history record reviewed as sub-components are not lot tracked. Investigation conclusion: the exact cause for the missing components is unknown, but it is likely that while the device was disassembled in sterile processing, the set screw may have been misplaced. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: lot number, concomitant medical products, device manufacture date. Device evaluated by MFR: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the flexible shaft connector and adapter for an unknown reamer was used. When reaming the femur, the shaft of the unknown reamer kept disengaging and disconnecting from the shaft that is broken. After the unknown nail and unknown blade were implanted successfully, the aiming arm would not eject the sleeve from the blade. The wheel buttress/compression nut could not be removed. The procedure was successfully completed. Patient outcome was successful. Concomitant device reported: unknown- reamer(part#unknown, lot#unknown, quantity 1) ; unknown-nails(part#unknown, lot#unknown, quantity 1); unknown- blade (part#unknown, lot#unknown, quantity 1); this report is for one (1) flexible shaft connector for use with jacobs chuck. This is report 1 of 4 for (B)(4).